Manufacturer narrative:
This report is submitted on may 13, 2021.

Event description:
Per the clinic, the patient underwent a procedure to remove granulation tissue around the abutment site, remove the abutment, and was treated with an injectable steroid on (B)(6) 2021. The implanted device remains.